Manufacturer narrative:
H3: device evaluation: the lens was returned in a vial. With moisture on lens. Visual inspection found no visible damage to the lens. Dimensional verification was performed, and the lens was found to be in specification. Claim# (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s.. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -17.50/+4.5/092 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting. The surgeon did not implant another icl lens. This was the replacement lens for MFR report # 2023826-2021-02349. The cause of the event was unknown.